Event description:
It was reported through clinic notes that in 2015 when a patient was once seen at a separate clinic, the patient experienced an increase in seizures after vns settings were decreased. It was noted later in the notes that the patient's parents feel that vns has been helpful in decreasing seizures overall, and that the patient has not had any other adverse events with vns. Programming history was reviewed indicating that the device was and has been functioning within normal limits with no notable malfunctions. Review of the data in 2015 did not show an apparent decrease in settings. No additional relevant information has been received to date.